Manufacturer narrative:
Corrections: corrected UDI formatting. Added device manufacturer date. Box b: adverse event or product problem, 'other' was mistakenly selected as the ae outcome and should be left blank as the event was a product problem.

Event description:
The customer reported that their sleep quality declined in relation to the device. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging declined sleep quality. Medical intervention was not specified. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.